Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No stuck buttons noted. Unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were sticking and difficult to press making it difficult to deliver a bolus. Customer's blood glucose was 156 mg/dl. Customer reported that insulin pump may have been exposed to moisture from sweat due to wearing in bra. After troubleshooting, customer was advised that insulin pump would need to be replaced.